Event description:
Report received indicated tht the tip of the britetip sheath introducer (included in the trapease kit) was found slightly frayed when device was taken out of the package. Nonetheless the user continued using the device, however, during insertion, the tip turned gradually outwards. Consequently the device was not use and another new sheath introducer (si) was used for the procedure. The intended target lesion was the jugular vein. There was no vessel tortuosity and the rate of stenosis and calcification is unk. There was no adverse consequence to the pt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp). This review was extended to subassembly part number e7119075 with lot number 0401080025 and 0401080035. This review confirmed that subassemblies met all requirements per the applicable mqp as well. This product will be return for eval and testing. Add'l info will be sent within 30 days upon receipt.